Event description:
On (B)(6) 2009 pt's mother reports pt is having issues with adhesive on the infusion head set not sticking to the pt's abdomen. She states the infusion site is coming out of place. Mother reports the infusion site has come out about 3 times in the last month. Advised mother on using a different type of infusion cannula. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Mother states pt discarded the original infusion head sets; a replacement was sent.

Manufacturer narrative:
No product will be returned for eval.